Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) had therapy exhaustion in the vt zone. Moreover, therapy looked like for sinus tachycardia. Further, gradual atrial fibrillation rate threshold (afrt) was noted to be true and rhythm was stable resulting in therapy. Boston scientific technical services (ts) discussed event and provided programming options. Attempt to obtain additional information was unsuccessful. No adverse patient effects were reported.